Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, (B)(6).

Event description:
It was reported that the patients device has shifted resulting in severe pain and muscle spasms. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted products were disposed by the facility and therefore will not be returned.